Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while getting ready for a case, the system had a red x on the toolcards. The niu/camera was cycled without resolution. The site exited and entered the software, but still had red x's. After a full reboot the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: method, result, and conclusion codes added. If information is provided in the future, a supplemental report will be issued.